Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Rptr tested his blood glucose at home then went for a hcp meter comparison test. The rptr's meter read 320 mg/dl and the doctor's meter (type unk) read 124 mg/dl. The test were done fasting and one hour apart. Rptr did not state any symptoms. His control solution test was within range.